Event description:
This is a report by a nurse from the (B)(6) of fever and peritonitis is. On (B)(6)2005, the patient began peritoneal dialysis (pd) treatment. On an unreported date in (B)(6)2010, the patient experienced a fever. On (B)(6)2010, the patient experienced peritonitis as manifested by cloudy dialysate, positive fibrin and abdominal pain. On (B)(6)2010, the patient was hospitalized. On (B)(6)2010, a peritoneal effluent culture and analysis were performed, prior to the initiation of antibiotic therapy. The results of the culture were not reported. The patient was treated for the peritonitis with gentamycin 8 milligrams loading dose, then 4 mg/l (frequency and route not reported) and ciprofloxacin 500 mg twice a day (route not reported). The cause of the peritonitis was unknown. The event of peritonitis was ongoing and improved, and the event of fever was not reported. Pd therapy continued. On (B)(6)2010, the patient was discharged from the hospital. Concomitant medications included adalat, losartan, calcium carbonate, folic acid and ferrous sulfate. The nurse believed the event of peritonitis was unrelated to pd therapy, and did not provide an opinion of causality for the fever.

Manufacturer narrative:
(B)(4)the devices involved in the incident were unknown; as the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem.